Event description:
A nurse contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that the patient's one touch ultra easy meter was set to the incorrect unit of measurement (uom), mmol/l. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the reporter mentioned that the patient obtained the subject meter over a year ago from a campaign done at local pharmacy. The patient tests her blood glucose in mg/dl; however, the meter was set to mmol/l and the patient did not realize that the meter was in a different unit of measurement. The patient had been adjusting her insulin based on her meter results per her physician's recommendation. At an unspecified date and time the patient went to the hospital and her hba1c result was 12 mmol/l. The reporter mentioned that her meter had been displaying results of hi often; however, does not know why the patient had ignored the results of hi on the meter. The patient was admitted in the hospital on an unspecified date and time for an infection due to hyperglycemia. Nurse could not provide further information about the infection. It is unknown what her symptoms were at the time of what her initial reading was in the hospital. The patient was admitted in the hospital for 2.5-3 weeks. Her diabetes regimen was not changed due to the alleged issue. The product was replaced and requested back. A device history record (DHR) was reviewed on this subject meter lot and it was noted that the meter was set to mmol/l and not mg/dl. The complaint is being reported since the reporter alleged that due to the meter being set to mmol/l; the patient did not realize the incorrect unit of measurement and ended up being hospitalized for hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have incorrect settings. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) k053529.